Event description:
It was reported that during a sleeve gastrectomy procedure on the second firing with a green cartridge, on the patient side one row formed and the other two rows the staples were open. On the remnant side all three rows were formed. The rep stated that the green cartridge was damaged and there were cuts present. Sutures and a competitors device was used to complete the case. There was no patient consequence reported at the time of the call.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Damaged cartridge, damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. Echelon straight/flex: during which stroke did the event occur? Asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? What were the patient's pre-existing conditions? Asku. How long has the surgeon been using this device for this procedure (in years)? 2 years. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned in good visual condition and with an ecr60b reload loaded in the device. The reload was noted fully fired. Upon evaluation of the reload, the cartridge body and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a photograph was received for analysis and the following summary was provided: it is possible that the combination of double buttressing and thick tissue caused the cartridge channel and staple cartridge to deflect. Results, the middle section of staples, on the patient side missed the anvil.